Event description:
Initial surgery date (B)(6) 2018 product issue discovered (B)(6) 2018 product: lynx system mesh sling. Procedure: total vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior repair, posterior repair, tension-free vaginal tape placement for mid-urethral sling, cystoscopy. The sling is manufactured with a clear sheath that is to be removed during the procedure; however, the sheath is not marketed that it must be removed. The sling sheath is clear, so it is not visibly evident when the removal step be bypassed for any reason. During the above procedure, the sling sheath was inadvertently left in place bilaterally. On the pt's post op visit, on (B)(6) 2018 her vaginal exam revealed a retained sling sheath in her right posterior vaginal fornix. The pt required surgical removal of the retained sheath on (B)(6) 2018. On her post op visit for that second surgery ((B)(6) 2018). It was discovered that the left sling sheath had also been retained and was visible on the left side underneath mid urethra. It was not evident at the earlier exam as it had not eroded through the tissues. This sheath was able to be removed by pulling gently, so a third surgery was not necessary.